Event description:
The customer reported being in the intensive care unit due to high blood glucose over 600mg/dl. The customer stated that she felt weak, tired, and could not get her blood glucose down. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the caller to run a manual prime and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard were correct. Performed the high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip.